Event description:
This product, the fasciablaster, is purported by the originator as a "home-use" device designed for massage but marketed as a "cellulite eraser". Many people have reported them breaking in the first few sessions of use, but more dangerously, its use has caused a collective of well over 2000 users myriad health issues and we are unsure if they are temporary or permanent. When reported to the company, owner (B)(6) has responded by deleting negative comments or questions, threatening users with legitimate medical complaints with lawsuits, and has mailed out hundreds of cease and desist letters to users who are in online groups attempting to fix the medical portion of our issues. Personally, I have experienced separation of my skin from the underlying musculature - resulting in flesh that simply hangs on my body. There is no estimation by a physician if it will ever repair itself or if I will need to spend (B)(6) dollars on reconstructive surgery. Others who will be reporting have suffered blood clots, severe bruising and staining and a deterioration of their skin integrity as well. We have tried to communicate with the owner of the fasciablaster to resolve these issues, but are met with the threats and online stalking of profiles as outline very briefly above. Incident location: home/apartment/condominium - (B)(6). This is my home address. Product description: stick-like device with a row of "claws", available in multiple sizes. Resembles a massage stick but designed to go deeply into the skin and muscle. Retailer: (B)(6). Retailer state: (B)(6). Purchase date: (B)(6) 2017. The product was damaged before the incident: no. The product was modified before the incident: no. Have you contacted the manufacturer: yes. Document number: (B)(4). Report number: (B)(4).